Event description:
It was reported that the ventilator alarmed for, "low air pressure". There was no patient involvement reported. Manufacturer reference # : (B)(4).

Manufacturer narrative:
The service engineer was changing the pneumatic back-plain printed-circuit (pcb) board. The pc board was returned for investigation. The pneumatic back-plain pc board was installed in a reference ventilator and the reported failures could be confirmed. Visual and microscopic inspection showed a broken printed-circuit board (pcb) trace that resulted in an open circuit. The device logs confirmed the alarm for low air pressure. The broken pcb trace carries a signal with inlet gas pressure. This will be detected during pre-use checks testing and alarms will be activated if the failure were to occur during ventilation. The root cause of why the pcb trace was broken has not been determined.

Event description:
(B)(4).